Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material that came out of the instrument tube could not be identified, and the root cause of the foreign matter remaining in the equipment could not be determined. The event may be prevented by following the instructions for use in the following sections: "·chapter 6 compatible reprocessing methods and chemical agents ·chapter 7 cleaning, disinfection, and sterilization procedures" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer did not indicate if the device was cleaned, disinfected, or sterilized prior to the return. Furthermore, the customer did not indicate any of the following: (1) the nature of the foreign material, (2) if the foreign material had adhered to the endoscopic device, (2) if the device was used in a procedure, (3) if there was a time lag between the end of clinical use and the start of precleaning, (4) whether or not the end-user was able to aspirate the water through the instrument/suction channel, or if (5) the end-user wiped/brushed the instrument channel outlet with a clean lint-free cloth, brush, or sponge. The customer did not indicate any abnormalities in the accessories used for reprocessing. The device evaluation confirmed the customer¿s allegation against the device. Foreign matter was exiting the air and water nozzle due to insufficient cleaning. Additionally, the device evaluation uncovered the following faults: (a) there was a pinhole in the forceps channel, (b) the insertion tube had deteriorated due to the cleaning, disinfecting, and sterilization methods that were used (i.e., handling issues), (c) the instrument channel was buckled/deformed, (d) the angle play, and angle wires were stretched, (e) the switch printed circuit board had short-circuited due to water invasion, (f) the charged coupled device exhibited pixel errors (cosmic rays/static electricity), (g) the device was scratched and showed signs of water invasion, (h) the light guide, suction connector, and ultrasonic connector were all corroded,(I) the objective lens was scratched, (k) the adhesive had peeled, (l) the universal cord, distal end of the device, connector, control section, and related parts were defective, (m) the bending section cover/distal sheath had a float, (n) the bending section cover and distal sheath were cracked/chipped, and finally, (o) there was some debonding around the acoustic lens. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera ultrasound gastrovideoscope, had black foreign material dripping from the tip. There was no report of patient harm associated with the event. The subject device was returned to olympus and inspected. The evaluation revealed that foreign material was exiting from the air/water nozzle. This medwatch report (MDR) is being submitted to capture the reportable malfunction identified during the device evaluation.